Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device; maquet cardiopulmonary ag, kehler strasse 31, 76437 rastatt, germany. Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The service technician found that the pump head does not turn freely without power supplied and confirmed the problem. When the speed/flow knob is turned on, the pump will immediately give an alarm. The unit was sent to the service center. The service center inspected the hl-20 and replaced the pump motor and belts. They performed a complete preventive maintenance and full calibration with functional testing and safety check to factory specifications. The defective pump was not returned to the manufacturer. (B)(4).

Event description:
On (B)(6) 2013, (B)(6), reported that on (B)(6) 2013 during a procedure the hl-20 rpm 20-320 single roller pump (article number: 70102.8674, serial number: (B)(4)) shutdown and gave a "runaway" alarm and error message. (B)(4).